Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer stated that new batteries would not last long in the insulin pump. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed all operating currents, tested with in the specifications range and passed off no power test. The insulin pump was monitored and tested with no failed battery test and no low battery alert noted. Unit received with corroded battery tube, corroded battery cap contact, cracked reservoir tube lip and cracked case near display window corners noted. It was unable to confirm broken belt clip due to pump received without belt clip.